Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display, came back alarming motor error and is off again. The customer's blood glucose was 343 mg/dl. After troubleshooting the display did not return. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronic and motor assembly. The pump was monitored for 24 hours with multiple basal rates. No blank display or display anomaly noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump also passed self test, a21 test and all operating current test were normal. The insulin pump had minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.